Manufacturer narrative:
The reported complaint was confirmed. The biomedical engineer (biomed) was able to resolve the issue by cleaning and resetting the belt and pulley (guts). No definitive cause was identified. No further issues have been reported since this servicing. No part was returned to the manufacturer.no additional action will be taken at this time.

Manufacturer narrative:
(B)(4). Biomed is going to try and clean the belt and pulleys to resolve the issue (these parts are not available for this older style roller pump).

Event description:
It was reported that during the use of the device for a non-clinical activity (training), there was a "belt slip" error message on the roller pump. There was no patient involvement.